Event description:
The customer reported that the display was difficult to read.

Manufacturer narrative:
The customer reported that the display was difficult to read. The device was evaluated at the philips. The power pca was replaced resolving the issue.